Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: null. Upn: unk-p-scs-prog_acc. Model: null. Serial: null. Batch: null.

Event description:
It was reported that the spinal cord stimulation clinical study patient experienced heavy legs - thigh muscle aches. The patient was given medication, and the device was turned off for one week. The event was assessed to be possibly related to the stimulation, specifically to the clinician programmer, and not related to the device or procedure.

Event description:
It was reported that the spinal cord stimulation clinical study patient experienced heavy legs - thigh muscle aches. The patient was given medication, and the device was turned off for one week. The event was assessed to be possibly related to the stimulation, specifically to the clinician programmer, and not related to the device or procedure. The model and serial number of the clinician programmer cannot be obtained despite good faith efforts. Additional information was received that the event was assessed to be possibly related to the stimulation and the remote control, and not related to the clinician programmer, procedure or device. The model and serial number of the remote control cannot be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: null; upn: unk-p-scs-prog_acc; model: null; serial: null; batch: null. Brand name: null; upn: unk-p-scs-ipg-r; model: null; serial: null; batch: null.

Manufacturer narrative:
Correction to supplemental follow-up MDR in block h11. Additional suspect medical device components involved in the event: brand name: null. Upn: unk-p-scs-prog_acc. Model: null. Serial: null. Batch: null. Brand name: null. Upn: unk-p-scs-rc-r. Model: null. Serial: null. Batch: null.

Event description:
It was reported that the spinal cord stimulation clinical study patient experienced heavy legs - thigh muscle aches. The patient was given medication, and the device was turned off for one week. The event was assessed to be possibly related to the stimulation, specifically to the clinician programmer, and not related to the device or procedure. The model and serial number of the clinician programmer cannot be obtained despite good faith efforts. Additional information was received that the event was assessed to be possibly related to the stimulation and the remote control, and not related to the clinician programmer, procedure or device. The model and serial number of the remote control cannot be obtained.

Manufacturer narrative:
Update to block b5. Additional suspect medical device components involved in the event: brand name: null. Upn: unk-p-scs-prog_acc. Model: null. Serial: null. Batch: null.

Event description:
It was reported that the spinal cord stimulation clinical study patient experienced heavy legs - thigh muscle aches. The patient was given medication, and the device was turned off for one week. The event was assessed to be possibly related to the stimulation, specifically to the clinician programmer, and not related to the device or procedure. The model and serial number of the clinician programmer cannot be obtained despite good faith efforts.